Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings:the keypad was found to be peeling at the ok button. The keypad was tested and all of the keypad buttons were found to be responding appropriately. The keypad was removed and contamination was found under the up and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up, down, and ok buttons required multiple presses to respond. The reporter confirmed that the keypad was intact and there was no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.